Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield replacement shipping box and packing paper was soiled with what appeared to be blood. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A photographic inspection determined that there was a red colored substance on the dunnage brown paper. A visual inspection was conducted. The dunnage brown paper was not returned for investigation. There were no signs of clinical use or evidence of blood were observed as the product was unopened. The package was completely in tact. The product box did not show any signs of dents. There were no water markings observed on the product box. There were no signs of damage to the inner tray holding the device. The inner tray was surrounded by a protective layer that protects from any kind of damage caused due to external factors. The sterile barrier remained intact. There were no signs of damage to the product. Based on the returned condition of the shipping box, the reported failure mode ¿shipping damage or problem¿ was not confirmed. However, further investigation determined that the red substance on the dunnage material is not blood. It was confirmed as red dye marking used by this paper manufacturer. Please reference the dunnage paper with dye stains attached to the record and available for review.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield replacement shipping box and packing paper was soiled with what appeared to be blood. No patient involvement.